Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result when tested with biotestcell 3 on tango optimo #467. A new draw of the same patient was tested on tango optimo #469 and yielded a positive result. An anti-e was identified. Our quality control laboratory is still waiting for the information which lot of the supposedly defective product was used in order to be able to test their retained product sample. The customer already informed us that they would neither return the patient sample that had caused the false negative test result nor the supposedly defective product.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result when tested with biotest cell 3 on tango optimo #467. A new draw of the same patient was tested on tango optimo #469 and yielded a positive result. An anti-e was identified. The customer returned neither the supposedly defective product nor the patient samples that had caused false negative test results. At the time the customer reported to us which lot of the supposedly defective product was used in the testing, the product was already expired. Therefore quality control laboratory could not test their retention sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers and no indication for an instrument malfunction could be identified on current data and the instrument was confirmed to operate within specification. Also a qc tests passed with expected results prior to running the suspicious sample test.